Event description:
Device 2 of 3: reference MFR. Report# 1627487-2018-13445. Follow up 1 and 1627487-2018-13448 follow up 1.

Event description:
Device 2 of 3: reference MFR. Report# 1627487-2018-13445, 1627487-2018-13448. It was reported the patient underwent surgical intervention on an unknown date, wherein the ipg and leads were explanted for an unknown reason.